Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
New etq record created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint ¿ litigation papers allege pain. Additionally it is alleged the patient had elevated metal ion levels. Update rec¿d 8/12/2013 - medical records received. Upon revision, a large clear fluid collection, gray staining consistent with metallosis, lobular synovitis, mild corrosion with no visible pitting on the trunnion, and inflamed synovium were noted. The stem remained in situ. A delta ceramic head and titanium sleeve were implanted. The sleeve is being added to the complaint. This complaint was updated on: 09/03/2014.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.